Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the issue was resolved after pump declared a cartridge alarm and the customer was able to successfully load a cartridge and resume insulin therapy.